Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon second inflation at 12 atmospheres within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition post procedure.